Event description:
It was reported that two (2) large volume infusors were leaking from an unspecified location. It was observed that there was excessive moisture/leaking in the bags which contained the infusor during delivery prior to patient use. The devices were filled with fluorouracil (5-fu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between october 25, 2024 ¿ october 28, 2024. H11: two (2) devices were received for evaluation. A visual inspection was performed, and fluid inside the bag that contained the units was observed. The leak was found to be from an untightened winged luer cap. An inspection under the microscope was performed, and no signs of surface roughness were observed inside the cap. A functional leak test was performed after ensuring the winged luer cap was securely tightened, and no leaks were observed. The reported condition was verified. The cause was determined to be use error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.